Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a high capture threshold and high, out of range, pacing lead impedance. The lead was capped and replaced. The patient tolerated the procedure well.